Event description:
It was reported that a "call your doctor" icon was displayed on the patient programmer and the patient was unable to adjust stimulation. The reporter stated that the patient attempted to turn stimulation on the day of the report but a power-on-rest (por) message was displayed. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received on 2013 (B)(4) noted that after the battery was implanted by the surgeon in the or, an impedance check was run and everything checked out okay. After the manufacturer's representative left, the surgeon used a bovie in the pocket which most likely reset the battery. The patient called after getting home because, she was receiving por on her programmer. The manufacturer's representative met the patient in the physician's office to turn her battery back on. Everything is fine with the battery and the patient was doing well.

Manufacturer narrative:
Product ID: 3889-28, lot# va04yvn, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).